Manufacturer narrative:
The maxi sky 440 is a portable device, which means that the lifting unit can be easily disconnected from one ceiling installation and connected to another one. The reacher accessory is the arm extension used for facilitating this operation. It connects the lifting unit carabiner and the track trolley. The reacher used during the event consists of u-bolt and the pin secured by the safety ring. The ceiling lift carbiner is attached to the reacher. Following information gathered during visit at the facility, the carabiner of the maxi sky 440 ceiling lift was attached to the reacher u-bolt, however the safety ring of the reacher was not fitted correctly. This caused that the pin disconnected, the carabiner slipped off the pin and the ceiling lift fell to the patient's legs. It was not possible to inspect the particular units involved in the event as they were not isolated for the arjo evaluation. It was observed that some reachers used in facility were missing the safety ring. The arjo aftermarket manager shared his findings with the facility biomedical engineering. The facility representative confirmed that no further issue was observed and all safety rings will remain looped. It was also confirmed that the 3rd party service provider instructed the customer about the correct safety ring engagement and its existence after the event ((B)(6) 2023). To conclude, arjo device failed to meet its performance specification since the maxi sky 440 ceiling lift detached from the reacher. It occured when the patient transfer was completed. The complaint decided to be reportable due to the maxi sky 440 detachment from the reacher accessory. No injury was claimed.

Event description:
It was reported by the customer that the maxi sky 440 ceiling lift detached from the non arjo reacher and fell on the patient legs. This event occurred after completion of the patient transfer, when the patient was lying on the bed. No injury was claimed.